Event description:
Information was received from an intensive care unit (ICU) physician who was consulted regarding a patient in (B)(6) who was receiving baclofen (unknown concentration and dose) via an implantable pump. The date of the event was unknown. It was reported the patient experienced seizures, their arms were heavy, "felt funny and unwell in general". The physician was not aware of any audible pump alarms and they did not have access to a physician programmer to confirm pump status. The physician was worried that the drug infusion system may be malfunctioning. They had contacted the patient's follow up doctor but there was no answer. They were requesting a local manufacturing representative to confirm pump status

Event description:
Additional information indicated that the type of baclofen used was lioresal. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.